Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units. The customer's blood glucose (bg) level was 112 mg/dl due to the reported event. In addition, it was reported that the customer experienced a low bg level of 52 mg/dl. To address the low bg level, the customer consumed juice. Reportedly, the customer was a new pump user and the contact believed the low bg level to be due to a settings issue. Contact confirmed that the customer was in contact with health care provider regarding the pump settings.